Event description:
It was reported that during an akin-technology with the dynanite clamps the drill bit is cold-welded in sleeve during drilling. Therefore the drill and sleeve could not be used anymore. The surgery was finished successfully with a new drill. There was no harm for patient, operator or third party. T was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. A visual inspection has revealed that the returned drill bit is lodged within one of the holes of the drill guide. Only the drill guide-9mm and drill bit 1.6mm calibrated were returned. Staple alignment, staple tamp-md, staple on delivery were not returned. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.